Manufacturer narrative:
The device was returned to olympus (B)(4) (oekg) for evaluation. The evaluation of the device by oekg confirmed the followings; the reported event was reproduced. Defect of the power supply unit was noted. The reported event was caused by this defect. The power switch had a loose contact and did not always switch on / off correctly. Defect of the circuit board was noted. When the main lamp was switched to stand-by, the spare lamp was switched on. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the defect of the power supply unit due to aging. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the device could not be turned the power on. There was no report of patient injury associated with this event.